Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to an unspecified reason. No further patient complications were reported in relation to this event. No further information available. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.